Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Device not returned.

Event description:
It was reported that patient's left knee was revised due to loosening of the femoral and tibial components. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.